Event description:
Follow-up revealed troubleshooting performed by the sjm representative on (B)(6) 2017 was able to recover the ipg. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg had been inoperable for a year. As a result, the patient will undergo surgical intervention.